Event description:
It was reported that the left monitor was not working. This could cause an intermittent loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The left monitor was replaced. The system was tested and found to be working as intended and put back into service.